Event description:
Clinical study patient ID: (B)(6). It was reported that (B)(6) 2022, a 27mm navitor valve was successfully implanted. Post procedure, the patient had elevated troponin levels. The patient required medication management and required prolonged hospitalization. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of elevated troponin levels and myocardial infraction was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.na.

Event description:
N/a.